Event description:
It was reported that the stimulation was 'turning off.' The patient met with their healthcare provider (hcp) the day prior to the report to check the implantable neurostimulator (ins). When the patient went home, they could 'not stop shaking.' On the day of the report, the patient went to see the hcp. The hcp checked both of the implants with the clinician programmer which showed 'stimulation off' for both devices. The hcp reportedly turned on the devices and rechecked again to make sure the 'ins on' icon was present. It was further noted that 'no reprogramming was done' during the first session, the hcp did not think the devices were turned off during the session, and the patient reportedly did not accidentally turn the devices off with the programmer. It was noted that the patient went shopping after the first session, walking through security gates. A supplemental report will be sent if any additional information is received.

Event description:
Additional information stated the cause of the event was unknown but may have been due to the programmer. It was reported the devices were off bilaterally and there was no input. The patient had symptoms of continuous violent tremors and was unable to walk. The healthcare provider reportedly turned the device off and back on and the device recovered. It was stated the problem was resolved. The patient did not require hospitalization and it was reported the patient recovered without sequelae. It was also reported the patient¿s tremors improved but the patient did not return to their baseline symptoms.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostim ulator; product ID 3387-40, lot# v006127, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v006127, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).